Event description:
Information received a smiths medical fluid warming/level 1 hotline disposables was difficult to disconnect on the patients side on the lower connection. During manipulation of the tight seal the connection finally broke off with the broken piece left in the tube. No patient injuries were reported.

Manufacturer narrative:
Evaluation results: one fluid warming level 1 hotline disposable was returned for investigation in used condition. The sample was visually inspected at a distance of 12 to 24 inches, and under normal conditions of illumination. The inspection revealed that the connector was deformed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.